Manufacturer narrative:
The device was received and evaluated. The device was received with the cannula fully deployed. Corrosion was noted in multiple locations, including the pcb and the batteries. All three batteries were depleted. An alarm was signaled by the pod, indicating that the rotational sensor maximum open count was exceeded. A drive stall was observed in the data. A leak was found on the unexposed portion of the soft cannula, and a tear was found at the site of the leak. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: ent450, 17845-5c-aw rev a 10/17. Checking your blood glucose 4 / page 36: warning: test results greater than 13.9 mmol/l mean high blood glucose (hyperglycemia). Warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 117), repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
It was reported the patients blood glucose level rose to 300 mg/dl. The patient treated the hyperglycemia by applying a new pod and delivering a bolus. The pod was worn between 4 and 24 hours on the abdomen.